Event description:
Iridex became aware of an incident involving oculight tx laser console and slit lamp adapter (sla) were the laser output was too high and caused bleeding at patient's eye. The treatment setting and technique used during the procedure was set to 200mw. The patient did not have any significant medical history. The patient was unaware of the bleeding and the doctor immediately stopped the treatment upon realizing there was a minor bleed. The patient was given an eyedrop after the procedure and did not report any further complications. The unit was not returned for evaluation, however upon service investigation it was determined that the issue was caused by a burnt fiber. Fiber replacement was sent to the customer. The reported event due to a burnt fiber is a known risk/failure mode. The oculight tx console operator manual clearly instructs on the physician verify that the fiber-optic connector is not damaged before use as well as the pre-set parameter settings beginning at low power with short duration exposures, the surgeon should note the surgical effect and increase power, power density, or exposure duration until the desired surgical effect is obtained. The operative needs of each patient should be individually evaluated based on the indication, treatment location, and on the patient's medical and wound healing history. If uncertain of expected clinical response, always start with a conservative setting and increase the setting in small steps.